Manufacturer narrative:
The sheath 4fc12 with lot number 04217 was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked and twisted at 2.5 inches from the tip of the shaft. The shaft tip was not damaged, and the dilator was able to be locked correctly. The deflection test failed. In conclusion, the sheath failed the returned product inspection due to shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.